Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. Review of the system noted a continuous increase, and other tests showed no indication of any lead abnormality. The physician made assumption that deposits around the shock coil may be the cause of the out-of-range measurements. The rv lead remains in service and no adverse patient effects were reported.